Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the speaker volume was very low during alarms, despite being set to high. The event occurred during testing.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that only the rear speaker was making any noise. Testing also found a torn downstream occlusion (dso) seal. The front piezo speaker and dso seal were replaced to fix the issue.